Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was explanted due to infection. A new system will be considered for implant once the infection has stabilized or resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.